Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that there was no damage observed on the distal tip or guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other visual damages were encountered upon visual inspection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that a catheter entanglement occurred. An opticross¿ imaging catheter was selected for use to view the target lesion. However, during removal of the device after performing the intravascular ultrasound (ivus), a severe resistance was felt and the wire got stuck. The alleged catheter was removed from the body together with the wire. The procedure was completed with another with the same device. No patient complications were reported and the patient's status is stable.